Event description:
Obituary was found for the patient stating that he passed away at home unexpectedly from complications of his epilepsy. Information was received from the physician that the cause of death was sudep and it was not related to the vns. It was noted that the vns was not explanted after death. No other relevant information has been received to date.